Manufacturer narrative:
Please note that additional information received indicates that the correct mfg. Site ID is (B)(4). Section d has also been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the lead was not able to be fully inserted into the second ins. After discussion, it was decided to insert only 3 of the 4 electrodes into the ins, as that was all that was possible with either of the inss. There were no additional actions or interventions planned.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 3889-28, lot# 0213116191, implanted: (B)(6) 2017, product type: lead. Product ID: 3058, serial# (B)(4), product type: implantable neurostimulator. See also mfg. Report no. 3004209178-2017-13179 with respect to the first ins used. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information initially received from a healthcare professional (hcp) via a manufacturer representative reported possible damaged or faulty lead, which occurred during a procedure. During a stage 2 procedure, the lead was unable to fit into the implantable neurostimulator (ins). The consumer had the lead implanted since (B)(6) 2017 without any issues for an advanced evaluation. During the procedure, which included the removal of the percutaneous extension and boot, it was noted that there was fluid that had leaked under the boot. Once the extension and boot were removed, the hcp gently cleaned and dried the electrodes on the lead and then placed the lead into the ins. The lead would not go all the way into the ins. The hcp tried removing the lead several times, tried unscrewing the screw in the ins, placing the ins at a different direction, and also rotating the ins when inserting the lead. All of these interventions were taken without success. It was suggested to try another ins to see if that was where the problem was. It was noted that the issue was resolved and it was discovered there was nothing wrong with the ins. There were no further complications reported and/or anticipated. Additional information received from the representative indicated there was an issue inserting the lead into the second ins as well.